Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the physician could not connect the right ventricle (rv) lead into the ventricle port when repositioning the rv lead. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of connection problem was not confirmed. Final analysis found that as received from the field with battery voltage above elective replacement indicator level (eri). Visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the atrial and ventricular leads were inserted and removed from the port multiple times with normal force without any anomaly. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.